Manufacturer narrative:
The lot complaint history was reviewed. This is the first complaint for the finish goods lot and for this issue for this lot. The device history record shows the product was released per specifications. The returned sample was visually inspected. Visual inspection confirmed that the black line was detached at the tubing insertion to the probe engine. The most likely root cause for the customer¿s event is a manufacturing defect. . Based on the condition at the end of the tubing it appeared that the tubing most likely did not have any solvent. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A customer reported that the tubing of the cutter was broken during a procedure. The product was replaced and procedure completed.